Event description:
A customer technical advocate (cta) was contacted with regard to the cell-dyn 1700 generating low platelet counts on patients. One patient had an initial plt=16 k/ul that was reported out of the lab.the same sample ws repeated and yielded a plt=5 k/ul result. All levels of qc were within range. A new specimen was collected 2 days later and retested on the cd 1700 analyzer yielding a plt=383 k/ul result. The account states that specimens are checked for clots but the customer feels that this sample must have been clotted. No impact to patient management ws reported.